Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws on the vasoview hemopro 2 were excessively smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection was conducted and determined that there was tissue buildup and char under the heater element and within the hinge area. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply with the returned extension cable. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and extension; the prolonged periods of time and activated after the device cooled. The pre-cautery test was repeated 10 times and no excess smoke could be reproduced during our testing. A second investigator was asked to complete the same evaluation and also observed that the smoke produced was within what is considered normal for the device. Based on the results of the evaluation, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).